Event description:
It was reported that on (B)(6) 2012 the pt put on her processor. When the coil contacted the implant, she had an electricity sensation and then she was no longer able to hear with her ci. Testing in situ showed that the device has malfunctioned. There is no accident or trauma known.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.